Event description:
Pt received christensen total joint bilaterally in 1990 following an accident. Prior to this pt had no tmj problems. Pt had immediate problems with implant - intolerable pain. In 2005, implants removed. Implants shifted and were sticking through the skull/brain. Implants were rusted, worn down and screws were loose. Implants also caused bone disease to occur. Pt currently is without any tm joints. Quality of life has decreased and now disabled. Suffers from pain, vomiting, falls down a lot due to dizziness and also passes out.